Manufacturer narrative:
The customer stated that they repeated the same sample twice the day after and received a result of 441 pg/ml and 447 pg/ml, which was expected. There were no analyzer issues, flags, or error codes. Qc was in range. The technical support specialist (tss) advised the customer to verify no bubbles, clots, or fibrin in sample prior to analysis. The customer validated the analyzer by successfully performing quality control and retesting of the initial patient sample without error and within acceptable range. No further action is required. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. Review of related documentation the estradiol (e2) st aia-pack analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established.

Event description:
A customer reported estradiol (e2) result not correlating on the aia-900 analyzer. The customer stated that the e2 lot dz12921 sample had a result of 94.6 pg/ml, which is lower than expected. The customer used a serum-separating tube (sst). A tosoh technical support specialist (tss) assisted the customer with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.